Manufacturer narrative:
Patient weight updated. Patient race and ethnicity also given. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a history of hyperlipidemia and cad. The cec assessed the mi as no event. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by stable angina and a positive functional study. During index procedure, two resolute onyx drug eluting stents were implanted, one in the distal lad and one in the mid lad. On the same date as the index procedure the patient experienced an mi related to a non-target vessel. The mi is described as periprocedural less than 48 hours post pci. No action was taken. It was reported that the event was not related to the study device. Patient recovered.

Manufacturer narrative:
Investigator assessed that the previously reported event is probably related to the study device and not related to antiplatelet. If information is provided in the future, a supplemental report will be issued.